Manufacturer narrative:
Results of investigation: vyaire medical was not able to duplicate the customer's reported issue during testing and evaluation. Visual inspection revealed screws were missing, however, they were not found inside ventilator. The ventilator was tested with a known good ac adapter and known good patient circuit connected. The ventilator passed 126 hours of extended tests at the customer¿s settings. The ventilator failed troubleshooting on the final test for non-conformances with the battery operation test, flow test, and o2 blending tests.

Event description:
It was reported to vyaire medical that the unit kept turning off while in use. There was no report of any patient harm associated with this reported event.